Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
As reported, there was no damage or leakage found on the jar, but the liquid inside was less than normal and did not cover the entire valve. The investigation is ongoing, and a supplemental report will be submitted upon receipt of additional information. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 29mm pericardial valve was found in the jar with insufficient glutarladehyde solution. As reported, the doctor opened the valve jar and noted that there was only half of solution in the jar. The liquid inside the jar was less than normal and did not cover the entire valve. There was no damage or leakage found on the jar that had the seal intact. The packaging of the valve was not wet and did not present dried water marks. The valve was not used.

Manufacturer narrative:
Evaluation summary: as received, shelf box and original valve jar were both opened. The original valve jar was approximately half full with glutaraldehyde solution. Brown glutaraldehyde residue was visible on the threads of the valve jar and jar lid. There were no cracks or evidence of leakage observed on the returned valve jar. Valve was still attached to holder with all three green sutures intact at the cutting channels. The use-by date was 2022-05-14 and tag alert displayed "ok." Photos provided appeared consistent with lab findings. Valve clip, ID tag, sleeve, and adapter were not returned with valve. Additional manufacturer narrative: per the product evaluation, the report of "jar with insufficient glutaraldehyde solution" was confirmed. Per the engineering evaluation, a valve jar with insufficient glutaraldehyde volume would not have passed manufacturing inspections. A definitive root cause of the reported insufficient glutaraldehyde volume upon opening the jar could not be conclusively determined, however a manufacturing defect is not confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No further investigation is required at this time.